Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, the device interrogation revealed back up vvi on the pacemaker. The programming changes were made, and the device was restored to normal settings. The patient did not experience any adverse consequences.